Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of urinary bladder suspension ('bladder tack') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent urinary bladder suspension (seriousness criteria medically significant and intervention required) and experienced cough ("alpha 1 so chronic cough"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the urinary bladder suspension and cough outcome was unknown. The reporter considered cough and urinary bladder suspension to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and urinary bladder suspension ("bladder tack") and experienced cough ("alpha 1 so chronic cough"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, cough and urinary bladder suspension outcome was unknown. The reporter considered cough, medical device removal and urinary bladder suspension to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and urinary bladder suspension ("bladder tack") and experienced cough ("alpha 1 so chronic cough") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, cough, urinary bladder suspension and alopecia outcome was unknown. The reporter considered alopecia, cough, medical device removal and urinary bladder suspension to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received reporter information, new event added hair loss. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.